Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the alterra clinical study, during the review of the 4-year follow-up echo report, a type 1 fracture was observed on the inflow rung 1 of the alterra pre-stent. This fracture had not been previously observed. No information regarding the status of the patient was provided. The alterra pre-stent and 29mm sapien 3 valve remain implanted in the patient.

Manufacturer narrative:
The alterra prestent was not returned to edwards for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided 4-year flr imagery revealed a type 1 fracture at the alterra inflow rung. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed other similar complaints. In this case, the complaint for 'frame - strut fracture' was confirmed through the provided imagery. A review of the DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of IFU materials revealed no deficiencies. An in-depth evaluation related to alterra prestent fracture has been documented in a technical summary written by edwards lifesciences. Per the technical summary, the prestent in straight configurations is safe under pulsatile loads based on the finite element analysis (fea) models, accelerated wear and tear (awt) and fatigue testing. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. Additionally, as seen in the provided imagery, the 4-year chest fluoro image indicated one fracture at inflow (proximal) apices. Per the technical summary, patients who had a fracture exhibited rvot length on the shorter side compared to the population. The technical summary's imagery review also suggested that the fractures were likely to occur where the stent apices were engaged with the bend of the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. Although a definite root cause could not be determined, available information suggests patient factors may have contributed to this reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.